Manufacturer narrative:
H.6. Investigation: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the health care provider found a large lump of agglutination in the inner wall of the blood collection vessel when collecting blood. No harm was caused to the patient or others."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the health care provider found a large lump of agglutination in the inner wall of the blood collection vessel when collecting blood. No harm was caused to the patient or others."